Event description:
It was reported that the foley catheter balloon came out on its own after being left in the patient. It had spontaneous removal of the balloon. When did the test again in the hospital, it seems that the sterile water was gone after 2 days of injection and want you to check if it doesn't leak for more than 2 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.